Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver a levophed infusion, and no occlusion alarm was triggered. As a result, the patient reportedly experienced hypoperfusion for several minutes. It was not reported if the patient was treated for hypoperfusion. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information was added to b3, b5, h6, and h11. Additional information for b5: it was reported that a spectrum iq pump did not deliver a levophed infusion, and no occlusion alarm was triggered. The patient was admitted with levophed infusion in progress. Upon admission, albumin (hsa) infusions were discontinued, and facility-managed infusions were initiated immediately. Subsequently, levophed was titrated up due to sudden hypotension. During evaluation, the position of the jugular catheter was noted to be displaced by several centimeters, and the physician was notified; no alternative intravenous access was available at that time. Approximately 20 minutes later, it was noted that the jugular catheter line was clamped. There was no occlusion alarm on the levophed pump. Similarly, it was reported that the patient experienced hypoperfusion for several minutes. The line was unclamped, and the hypotension resolved. It was not reported if the patient was treated for hypoperfusion. No additional information is available. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Based on the additional information received, the reported issue of under infusion is likely related to device use error. However, without evaluating the device, it cannot be excluded that the pump malfunctioned. Should additional relevant information become available, a supplemental report will be submitted.